Manufacturer narrative:
Additional narrative: it was reported that the patient underwent bilateral uterosacral ligament suspension and anterior colporrhaphy, along with excision of mesh on (B)(6) 2013. It was reported that patient had uvulectomy done in 2011 and micturition study in 2013.

Manufacturer narrative:
The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced infection, urinary/bowel problems, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary frequency, difficulties with urination, and incompletely emptying bladder.

Event description:
It was reported that following insertion the patient experienced urinary frequency, difficulties with urination, and incompletely emptying bladder.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention, vaginal vault prolapse and cystocele. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with total vaginal hysterectomy.